Event description:
Reportable based on device analysis completed on 22jul2022. It was reported that a fluid leak outside the patient occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery mid. When flushing the device, there was a fluid leak from the base of the burr shaft, from around the outer sheath and the advancer. The device was replaced to complete the procedure. There were no patient injuries reported. However, the return device analysis revealed a hole in the sheath.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device found that the sheath was torn at the burr housing strain relief. Functional testing was performed by connecting the liquid infusion line to the advancer infusion port and dispensing liquid into the device. During testing, it was found that water leaked from the distal end of the burr housing strain relief due to the tear in the sheath. Product analysis confirmed the reported event, as fluid was found to be leaking from the distal end of the burr housing strain relief due to a tear in the sheath.